Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. There was no harm or injury reported. During an fco service /preventive maintenance of the trilogy 100 device at the manufacturer's service center, a "ventilator inoperative" error code e-141occurred. A re-test was performed per the device manual, and the device passed the final test.